Manufacturer narrative:
(B)(6). The instrument was evaluated by the field service engineer (fse). The fse identified that the valve on the lower chamber of the ratio pump was slightly loose, allowing fluid to slowly leak back towards the reagent bottle. The fse tightened the screws on the valve and resolved the issue. Failure mode was a loose valve ((B)(4)) on the ratio pump.

Event description:
The customer reported that erroneous high test results for sodium (na), potassium (k), chloride (cl) carbon dioxide (co2) and/or calcium (calc) were generated for two patient samples when using the unicel dxc 600 synchron system. The erroneous test results were reported out of the lab. When the issue was identified, the samples were repeated on the same unicel dxc 600 synchron system in the lab and amended reports were issued. There were no reports of affect to patient treatment due to this event. No death or injuries were reported.